Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy test multiple times. This occurred during a volumetric testing. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. The pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range